Manufacturer narrative:
The baxter technician found the ucb needed to be replaced. Per the hillrom service manual, it is necessary for the centrella bed to have an effective maintenance program. We recommend that you do annual preventative maintenance pm. Make sure the bed exit system operates correctly. Replace parts if necessary. A search of baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Baxter technical replaced the ucb that needs to be replaced to resolve the issue. . Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician stating the bed exit alarm was not working. The bed was located at the account. There was no patient/user injury reported.